Event description:
Healthcare professional (hcp) reports one incident of a blood leak on reuse number 10. This was noted at the onset of treatment by visible blood in the dialysate compartment, blood leak alarm and confirmed with hemastix. Treatment was continued with a new dialyzer/circuit without incident. Estimated blood loss was 150cc. No pt injury or medical intervention reported.